Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# c01a , 510k# k160983 and (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty at th 11 or th12. Intra operatively, during bkp surgery, the surgeon injected cement from right side of vertebral body first and when he was injecting cement from left side, the cement leaked into the spinal canal. It was reported that balloon ruptured and cement leaked into spinal canal. Transient paralysis symptom was observed to the patient. The patient underwent an additional decompression procedure. As of (B)(6) 2017, the patient could move his (or her) legs. The nerve reaction has still remained weak.